Event description:
It was reported that during the implantation it was noticed that the setscrew of the implantable neurostimulator (ins) was missing and that it had never been there. The product was successfully replaced by another ins. The defective device was never implanted. No patient harm, injury or death were reported. No actions were required as a result of the event. New ins was successfully implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the #0 connector block was not completely seated in the ins port, causing the setscrew to be misaligned with the grommet.

Manufacturer narrative:
(B)(4).